Event description:
Boston scientific received information that this pacemaker was observed to pace on the t-wave during the patient's cardiac stress test. The device was interrogated and the patient found in a junctional rhythm faster than the programmed lower rate limit (lrl) of 50 ppm. The junctional rhythm was noted to coincide with atrial pacing causing ventricular pacing on the t-wave. The response factor of the minute ventilation (mv) sensor was adjusted and lrl increased to 60 ppm. During an atrial pacing threshold test, the patient reported feeling unwell and dizzy following atrial loss of capture (loc). The test was terminated after the single instance of loc. However, the device continued to pace aai 90 ppm for 4 cycles before reverting to ddd pace configuration resulting in a momentary heart rate of approximately 20 bpm during the delay. There were no additional adverse patient effects reported. This device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.